Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason during dwell 2/4. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.